Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient's infusion set tape did not stick on the second day of insertion in the lower back on (B)(6) 2026. No further information available.